Manufacturer narrative:
During evaluation for a non-critical issue, physio-control observed an event code logged in the device's memory. Physio performed and initial evaluation but the reported issue could not be duplicated. The device passed functional and performance evaluation and was returned to the customer.

Event description:
Physio-control received a report of a non-critical issue, that this unit was failing user test. Upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to charge and thus failure to deliver defibrillation energy. There was no report of patient use associated to the reported event.